Event description:
While body CT scanner model tomoscan eg installed. Started malfunctioning form second of installation. After repeated repairs co replaced the machine on 1/9/99. Still the problems persisted and the MFR could not solve the problem and make the machine up and trouble free. They also stopped svc to the machine as they discontinued the product.